Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. When opening the package, the leakage from the ampule was already caused, therefore the product was not able to use. The two events were confirmed in one box.

Manufacturer narrative:
Samples received: 2 opened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and mostly distributed in the market (B)(4) units. There are (B)(4) units in stock in b. Braun surgical's warehouse. We have received two open pouches with an unopened ampoules with leakage signs. The ampoules have been optically evaluated and a crack at the base of the neck of the ampoules that corresponds to the injection point as can be seen in the enclosed pictures. Reviewed the batch manufacturing record, there is a deviation during production but the product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: we have opened a corrective and preventive action (B)(4) in order to determine the root cause of this defect and actions.